Manufacturer narrative:
Exact date unknown, event occurred many years ago from date manufacturer was made aware. Explant date: many years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information provided despite good faith efforts.